Event description:
During an initial implant procedure, it was noted that the pacemaker (pm) failed to sense the patient's sinus rhythm and it could not pace as a direct consequence. The pm was not used and a new pm was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of failure to sense and no pacing were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaints. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.